Event description:
It was reported that the aseptic housing is broken at the hinge and battery housing is detached from the housing lid. No further information was provided by the user facility.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in process.

Event description:
It was reported that the aseptic housing is broken at the hinge and battery housing is detached from the housing lid. No further information was provided by the user facility.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.